Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical bivona flextend tts pediatric v neck flange tracheostomy tube cuff "would not unfold on one side of the cannula". It was also reported that "the bond dissolved as more pressure and more water was applied as the "cannula was blocked with water". No adverse patient effects were reported.